Manufacturer narrative:
Per the device contract manufacturer¿s evaluation, a batch production record could not be performed because a valid lot number was not provided. A review of the complaint records could not be performed because a valid lot number was not provided. There was no sample returned for evaluation. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic gas regulator did not move the plunger of the syringe at all and would not dispense the gas. Procedure details were unknown. There was no harm to the patient. Additional information has been requested.